Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead impedance was high during testing, in tip-ring and tip-rv coil configurations. It was further reported that the rv lead had no capture and would not pace. It was determined that the distal end of the lead was not working and/or not connected. The lead was not implanted; another lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. All electrical testing was within specified parameters.